Event description:
Reported suspected false positive result for 1 asymptomatic consumer. The consumer had tested positive for sars approximately 2 weeks prior and was no longer symptomatic. No additional confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.